Event description:
It was reported that the customer is unable to exit the preparing to prime loop. The customer also mentioned that there are no numbers appearing on the display screen. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, missing address/serial number label, and detached end cap. Insulin pump was unable to perform prime test due to detached end cap. Drive support disk was inspected and no anomaly was noted.